Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and the reported difficult to remove appears to be due to procedural circumstances/user technique. The reported unspecified tissue damage appears to be due to difficult to remove/chordae interaction. The reported patient effect of tissue damage as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught on chord and the chord ruptured. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. After grasping, it was speculated that a chord was caught and required additional repositioning. There was no evidence of chordal interaction under the valve and no tension was felt by the physician. When the clip was pulled back to the left atrium a chord was ruptured. Mr did not change. The valve was assessed, and the posterior leaflet looked extremely frayed at the site of the mr. Just lateral to a2/p2 central, the leaflet looked more robust but there was no mr target. The physician decided that the clip would not address mr and chose to abort the procedure. The patient maybe be enrolled for tendyne valve procedure instead. No additional information was provided.